Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A sentrant sheath was also used during the procedure. The proximal neck diameter measured 22-24mm in diameter, 2 cm in length, it was calcified with approximately 45 degree of angulation. The patient had a chronic occlusion of the right common iliac artery. The endurant aui stent graft and limb were placed without complications. Post balloon dilatation was done with a reliant balloon. It was reported that an angiography was performed and revealed a proximal type I endoleak. The stent graft was re-ballooned and the endoleak remained. Five anchors from another manufacturer were placed. Another angiography was performed and the type I endoleak was still present. The physician tried to use a stent on a 20 mm balloon from another manufacturer through an 18f sentrant sheath; however, when the stent was attempted to be pushed through the valves of the sheath, a lot of resistance was encountered. The physician was able to get the stent through but the stent got knocked off of the balloon. The sentrant sheath was discarded and replaced with another manufacturer¿s sheath. A stent was placed and ballooned with another manufacturer¿s balloon and then re-ballooned with a reliant balloon; however, the type I endoleak still remained. The patient was discharged and will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Calcified and angulated aortic neck. Conclusion: endoleak. Calcified and angulated aortic neck.